Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has experienced needle point integrity issues during use. The following has been provided by the initial reporter: material no. 320122 ,batch no. Unknown. It was reported that part of the needle that goes into skin is separated and it hurts when inserting. It was additionally reported that needle caused some bruising and swelling. There is a second needle sticking out of the hub and is bent. Verbatim:from phone call on 2019-06-26 17:14:09: lot: 8346587. Item: 320122. Expiration date: 2023-12-31. Stated needle pain during injection. Stated some bruising and swelling. Stated has not sought medical and does not plan on seeking medical attention. Stated needle looks separated, meaning, it looks like a second needle is sticking out from hub and its bent. Stated she couldn't be sure. Discarded the samples. Email received¿2019-06-25 08:20:44 received in (B)(6). Sent: monday, june 24, 2019 12:18 pm. The part of the needle that goes into the skin is separated and it hurts when inserting.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for needle point integrity, harm bruising, harm skin irritation, excess needle, needle bent. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has experienced needle point integrity issues during use. The following has been provided by the initial reporter: material no. 320122. Batch no. Unknown. It was reported that part of the needle that goes into skin is separated and it hurts when inserting. It was additionally reported that needle caused some bruising and swelling. There is a second needle sticking out of the hub and is bent. Verbatim:from phone call on (B)(6). 2019 lot: 8346587. Item: 320122. Expiration date: 2023-12-31. Stated needle pain during injection. Stated some bruising and swelling. Stated has not sought medical and does not plan on seeking medical attention. Stated needle looks separated, meaning, it looks like a second needle is sticking out from hub and its bent. Stated she couldn't be sure. Discarded the samples. Cl. (B)(6). The part of the needle that goes into the skin is separated and it hurts when inserting.